Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post-operation check, the device was not pacing or sensing. Lead measurement was tested and was normal. The device was explanted and replaced. The patient was stable after the procedure.

Event description:
New information noted that the physician suspected possible connector issue with the device.

Manufacturer narrative:
The reported event of no sensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.